Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that the insyte 24ga x 0.75in catheter split during insertion and could not slip into the vein. The following information was provided by the initial reporter, translated from spanish to english: "when inserting a catheter with needle into the skin, it opens and not fully inserts, so it has to be removed. The needle does not allow it to slip into the vein and it does not pass. The tip did not break, there were no difficulties with threading or penetrating with the needle. The needle opened. The catheter broke in its halfway. The tip of the catheter bent. The patient had to be punctured again."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the insyte 24ga x 0.75in catheter split during insertion and could not slip into the vein. The following information was provided by the initial reporter, translated from (B)(6) to english: "when inserting a catheter with needle into the skin, it opens and not fully inserts, so it has to be removed. The needle does not allow it to slip into the vein and it does not pass. The tip did not break, there were no difficulties with threading or penetrating with the needle. The needle opened. The catheter broke in its halfway. The tip of the catheter bent. The patient had to be punctured again."